Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6).

Event description:
It was reported that during ipg implant procedure on (B)(6) 2026 patients lead was inadvertently cut by physician. As a result, lead was explanted and replaced to address the issue.